Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7086294.

Event description:
It was reported that the patient was experiencing inadequate pain relief. Xray was taken and showed that the leads had migrated. The patient underwent a revision procedure wherein the leads were repositioned, and anchors were added. The patient was doing well postoperatively.